Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure to treat a coronoid fracture. Allegedly, the screw broke during insertion into the plate. The screw was removed from the patient. No patient complications were reported.